Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. Further information was requested however, was not provided.

Event description:
New information noted that no intervention was performed and the patient was in stable condition.

Event description:
New information noted that the lead exhibited insulation damage.